Manufacturer narrative:
A visual inspection was performed on the returned device. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine any issue(s) with the device as no patient effects or device malfunction/failure mode was reported. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. B3: date of event/procedure estimated as (B)(6) 2024

Event description:
It was reported that there was an issue with the balance middleweight universal guide wire. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided. Returned device analysis identified that the teflon coating was scraped sporadically throughout the length of the core.